Event description:
It was reported that a day after implant, the cardiac resynchronization therapy defibrillator (crt-d) was evaluated and observed the left ventricular (lv) lead to exhibit loss of capture (loc). The health care professional (hcp) called technical services (ts) for a consult review of the presenting electrogram (egm). Ts reviewed the egm and was unable to confirm lv capture. At this time, the lv lead remains in service. No adverse patient effects were reported. Subsequent additional information was received that reported that it was believed the loss of capture (loc) was just transient lv lead loc post shock therapy. The clinician reprogrammed the settings which resolved the issue. At this time, the lv lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that a day after implant, the cardiac resynchronization therapy defibrillator (crt-d) was evaluated and observed the left ventricular (lv) lead to exhibit loss of capture (loc). The health care professional (hcp) called technical services (ts) for a consult review of the presenting electrogram (egm). Ts reviewed the egm and was unable to confirm lv capture. At this time, the lv lead remains in service. No adverse patient effects were reported.